Manufacturer narrative:
E1: facility name (B)(6). H3/h6: neither samples nor pictures were received for the analysis of this complaint. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the pump was programmed with 92 ml, and still read 4.6 ml on the screen despite the bag being completely dry. Per reporter, the event occurred while in use with a patient at the patient¿s home. No patient harm/adverse event reported.